Event description:
A malfunction was reported by the customer, displaying a malfunction code known as malf 12. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and provided instructions for using an alternate method of insulin delivery called mdi until the replacement pump with updated software was received. The customer agreed to return the malfunctioning pump to tandem using the provided pre-paid label.